Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from two patient samples (patient 1= 0.756 vs. Expected 0.025 ng/ml; patient 2= 0.062 vs. Expected 0.017 ng/ml) processed on a vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected troponin I es results were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number 1598776 / ivd 323650.

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from two patient samples while using the vitros eci immunodiagnostic system. There was no indication that a reagent issue contributed to the event. The investigation could not determine whether the sample was processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The most likely assignable cause for the higher than expected tropi es results is instrument related, as a within-run tropi es precision test could not be completed due to the occurrence of instrument condition codes indicating the vitros eci immunodiagnostic system was not performing as intended. An ocd field engineer performed service actions to the instrument and following these service actions acceptable tropi es performance was obtained. Additionally, a pre-analytical sample handling issue cannot be ruled out as potential contributing factor.